Event description:
It was reported that the bd sharps collector 8 qt multi-use nestable experienced a missing lid. The following information was provided by the initial reporter: according to the customer's report, there was no lid with the product.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date #: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd sharps collector 8 qt multi-use nestable experienced a missing lid. The following information was provided by the initial reporter: according to the customer's report, there was no lid with the product.

Manufacturer narrative:
The following fields were corrected: d10: device available for eval: no. D10: returned to manufacturer on: na. H6: investigation summary two pictures were received as evidence for this investigation. According to the DHR review process, the result showed there were no issues reported like missing lid during the manufacturing process reported additionally. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids issue for the same part number throughout the last twelve months. The evidence received for this investigation (two pictures) that shows only seven 305343 sharps collector 8qt in a plastic bag, it is possible that this product had additional handling by a distributor if it is considered that the std package for this product is 24 pieces and not 7 like reported in this complaint. Also, the original packaging cannot be seen in the pictures. Therefore, there are many variables that could have generated this failure mode becuse the distributors can do partial sells, product repackaging, and the controls to handle remaining material is unknown. Because of this, it is determined that this issue is not related to the manufacturing process. Conclusion based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process because there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility. The controls were verified within the manufacturing process and confirmed as capable to detect the lack lids. H3 other text : see h10.